Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. Patient was born in (B)(6).

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product to return.

Event description:
It was reported that the insert in the custom made kit contained a two piece hinge mechanism and not the one piece hinge post. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Visual evaluation verified that it is the poly box insert that was in the box wasn't the part that was expected. Therefore, the complaint is considered confirmed. The device history records for custom device were reviewed and no deviations or anomalies were identified.the root cause of the reported event is considered to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.